Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided. (B)(4).

Event description:
It was reported that this device declared a 1003 code indicative to voltage too low for remaining capacity. Data analysis was sent to boston scientific technical services (ts) and a recommended safe replacement interval was asked. It also exhibited tones and premature battery depletion (pbd) due to the declared code. This device was then replaced. No adverse patient effects were reported.

Event description:
It was reported that this device declared a 1003 code indicative to voltage too low for remaining capacity. Data analysis was sent to boston scientific technical services (ts) and a recommended safe replacement interval was asked. It also exhibited tones and premature battery depletion (pbd) due to the declared code. This device was then replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event stating that the patient had a surgical procedure. The returned pacemaker was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.